Event description:
It was reported that patient presented for refill in clinic on the date of this report and it was observed that the skin over pump was thinning; patient had no other symptoms except for the appearance of the skin over the pump. Patient was scheduled for pump pocket revision and downsizing of the pump to 20ml in order to prevent pocket erosion and as the eri (elective replacement indicator) was 7 months it was added that the pump was in need of future replacement as well. The pump was replaced and the pocket was revised with subfascial closure. Patient sustained no injury. Drug delivered via the device was gablofen.

Event description:
It was later reported that the patient was seen by the neurosurgery department in (B)(4), and their surgical wound was healing well. The patient was stable with no issues and was scheduled to be seen again for a routine refill in (B)(4).

Manufacturer narrative:
Catheter model: 8711, lot # j10872r20, implanted: (B)(6) 2001, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump found no anomalies.